Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and corrective and preventive actions (CAPA) reviews and a review of the complaint history were not conducted because the device was not returned, and the part and lot number were not reported. The cause of the difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible, the calcium and the use of computed tomography and ultrasound and not angiogram may have all contributed to the backwall stitch. The calcium may have increased the amount of force required to insert causing the device to do through the back wall of the vessel. However, this cannot be confirmed. The patient effects of occlusion, and pain are listed in the perclose proglide instructions for use (IFU) as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Article attachment: "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series. The UDI is unknown as the part and lot number were not provided in the literature. The additional case study referenced in the literature is captured under manufacturing reference number: (B)(6). The summary data referenced in the literature is captured under manufacturing reference number:(B)(6).

Event description:
It was reported via an article that this was an arteriotomy closure of the calcified right common femoral artery (rcfa) using a proglide device relative to a minimally invasive cardiac surgery and patch closure of the atrial septum defect in a large bore hole. The proglide device successfully closed the puncture. The patient was moved to recovery and extubated three hours after surgery. After extubating, the patient complained of paresthesia in the right thigh. Computed tomography showed no arterial flow toward the distal part of the rcfa. Emergency surgery was performed and the suture was found tied to the dorsal arterial wall [back wall stitch]. After the surgical intervention, blood flow in the right leg was completely restored. The patient recovered without any other sequelae and was discharged on postoperative day 6. Follow up with the corresponding author was performed. It was reported that this was an arteriotomy closure using two proglide devices via the pre-close technique. No additional information was provided. Details are listed in the attached article, "acute limb ischemia after minimally invasive cardiac surgery using the proglide: a case series.